Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll territory manager reported that an (B)(6) male pt was treated. A review of the event indicates that the pt experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The response buttons were not pressed during the event. The pt went to the hosp following the event and ended use of the lifevest due to an improved ejection fraction.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4)was completed. The monitor and electrode belt were functional and able to detect and treat a pt. Device manufacture date: monitor (B)(4) - initial use. Electrode belt (B)(4), 06/2011 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4)). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.